Event description:
It is reported that a customer experienced high blood glucose of 463 mg/dl. The customer declined checking for leaks in the pump and declined to check any for any site related issues. The customer was assisted with a self test which the pump passed. The customer was advised to change their reservoir and infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.